Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, the customer added an additional 100 units to the existing cartridge, reloaded the same cartridge and the issue was resolved. Customer¿s blood glucose level was 120 mg/dl.